Manufacturer narrative:
Contact was made with risk management at account in order to obtain add'l info and details. Since she had no direct knowledge of the reported incident, she requested clinician to provide info to questions sent via email to the account. It was indicated at this time that there was no sample available; the clinician discarded the unit involved in the incident. Info provided by the account is as follows: unit in question was used in anesthesia; no problems detected at set up of circuit; "soon after induction of general anesthesia, it became apparent that it was not possible to achieve the desired level of hypocapnia despite numerous vent changes. Clinician indicated that there were no apparent problems with the filling of the breathing bag and there was no obvious outward damage to the circuit or its components. When it became apparent that hypocapnia could not be achieved, the circuit was switched to a "standard" circuit. The clinician involved did not want to discuss the incident with vsi. A review of complaint records revealed that no other complaints have been received for this type of problem for this product. A review of pertinent documentation revealed all quality and manufacturing operations were completed and no problems were noted. All limbo circuits are 100% leak tested prior to packaging. Based on the info as reported, we believe that the incident is not the result of product malfunction, but one of clinician use/application. The circuit was tested at set up by the account without any problems noted and since the breathing bag filled and performed as expected, no leak or occlusion was indicated. A review of ship records revealed that this account began using this circuit in april 2004 and is a large volume user of product per month. The account has clinician was not able to provide add'l info with regards to the statement made "switched to a standard circuit." We believe that instead of the limbo circuit, they switched to a two- limb circuit, which may have been the choice due to application and experience of the clinician. We have contacted the account manager for this account; he stated that the risk manager indicated that she did not believe that this was a problem and she was not able to provide any additional information or details. This incident is not the result of product malfunction since no leak or occlusions are indicated from information provided.

Event description:
Received copy of medwatch report from account indicating "unable to hyperventilate pt using the vital signs circuit". Account contacted for add'l info.